Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent partially deployed, stretched and extended into an unintended lesion location. Vascular access was gained via contralateral antegrade approach. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use. The lesion was predilated. During deployment, the outer tube stopped moving when moving the thumbwheel. The stent stretched approximately 5cm and was placed slightly over the sfa-dfa bifurcation. The stent was fully expanded. There were no additional measures performed and there were no patient complications. The patient status was good post procedure.